Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('radical hysterectomy/ salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin discolouration ("white spots in pelvic area") and genital haemorrhage ("started bleeding and passing huge clots 2 weeks post-op/clots size of my palm 7-8 hours"). The patient was treated with morphine, silver nitrate and surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and skin discolouration outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, medical device removal and skin discolouration to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: skin discoloration.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('radical hysterectomy/ salpingdectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced skin discolouration ("white spots in pelvic area") and genital haemorrhage ("started bleeding and passing huge clots 2 weeks post-op/clots size of my palm 7-8 hours") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with morphine, silver nitrate and surgery (essure removal surgery). Essure was removed. At the time of the report, the skin discolouration and medical device removal outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, medical device removal and skin discolouration to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: skin discoloration¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New events added: genital haemorrhage and medical device removal. Treatment added. Reporter info added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.